Event description:
It was reported that the cutting block slot was not fully opened/ formed. This issue created a delay in surgery of approximately 60 minutes.

Manufacturer narrative:
The actual device was not returned for evaluation. A review of the device history record for this device was reviewed and found no abnormalities. Our investigation could not confirm the stated failure.